Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the pacemaker noted many high ventricular rate events and premature ventricular contraction episodes. Further review revealed the cause was due to post-sensed t-wave oversensing. Programming changes were made. The patient was stable and will continue to be monitored remotely.